Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays multiple transducer fault errors. The customer reported the unit has transducer error showing continuously and has irregular ventilation. The customer reported the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event was able to be duplicated. The exhalation differential pressure transducer (pt 802) failed calibration and railed low. This issue will be internally investigated within vyaire.